Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 6, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic, which is consistent with a lens that was handled during removal and replacement. Scratches, lens damage, and a detached haptic were observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The lens was cleaned and no additional cosmetic defects were observed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted into the patient's right eye, the surgeon noticed there was no haptic. The lens was removed and replaced with another lens, same model and diopter in the same procedure. There was no patient injury and no medical intervention was required. No further information is available.